Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, had no issues with the machine . Returning system to customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was not opening. The other buttons on the pendant functioned as intended. The gantry opened eventually after pressing the button several times. The button did not look worn. The site proceeded using another imaging system on site. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.